Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The returned product did not exhibit the event described in the complaint. Visual inspection was performed, and no broken components were observed at the distal tip. An in-house mcs tip accessory tip was installed onto the tube adapter without any issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. Additional observation not reported by site: the instrument was found to have abrasions on the tube adapter. The probable root cause of the reported issue cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no broken tip. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the single port monopolar curved scissors instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the single port monopolar curved scissors tip was broken. The procedure was completing as planned with no reported injury.